Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's eye. The lens was explanted and replaced with another lens. It was noted "the case went very well but several hours later the patient said she could not see well". Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4).